Manufacturer narrative:
The returned device was examined. The device was damaged in a manner consistent with cross-threading; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields device available for evaluation?, date received by MFR., device evaluated by MFR?, device manufacture date, and evaluation codes were updated based on the receipt of the device for evaluation. Supplemental report one of two for the same event, reference 3004485144-2016-00103-1.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 3004485144-2016-00103.

Event description:
The facility reported the helical flange didn't engage with the tr screw. The plif surgery was done with polaris l3 / l4 / l5. Cage used at operation was varlock. When the surgeon tightened a helical flange on hf tr screw on right l5, the thread didn't engage with the screw well. It was confirmed that the surgery was completed with another manufacturer's product.